Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Select patient information cannot be provided, due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced hypoglycemia, sensor glucose vs blood glucose reading difference. The difference was outside of the acceptable range, insulin delivery was suspended, due to sensor glucose vs blood glucose reading difference. The customer, also received change sensor alert and sensor updating alert. The customer reported, blood glucose value of 41 mg/dl. The customer reported, hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-7040c1. Troubleshooting was performed. And the customer is unable to run a transmitter test and or test passed. Customer was advised to try another sensor. Customer is reporting a discrepancy between sg and bg which is not within range. Explained sensor may have no longer been responding to glucose changes and explained possible causes. Customer reported low bgs. Customer has been using the insulin pump system within 48hrs of reported low bg event. Cust does not believe the pump is over delivering. No further patient complications were reported. The customer will continue use of the device. Product return for mmt-7040c1 is not expected.